Event description:
Rptr gets headaches when using glasses. Rptr feels screws on the glasses are the cause of his headaches. Taking screw out and filing off the top of the thread only on one side helped relieve his headaches.